Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly on a pacemaker replacement performed on (B)(6) 2011, the auto implantation feature and the fallback mode switch were deactivated. Then atrial and ventricular pacing were observed when leads and device were connected. During suturing, ventricular pacing was inhibited during one or two cardiac cycles. After suturing, a trial to program the mode switch to on in the programmer screen failed after positioning the programmer head because of the inactive status of the program icon. It became active following pressing the interrogation icon. The mode switch was programmed to on and the program icon was pressed. After choosing no for the message displayed on the screen, the mode was automatically changed to safer mode (note that the ventricular pacing was observed on ECG). A successful re-programming to ddd occurred after then. An explanation about the mode switch programming issue was requested.